Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 1, live birth (B)(6) 2004, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2005) and cholecystectomy. Essure confirmation test conducted: unknown. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included vomiting, diarrhea, fever and anorexia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: pmdd"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced abortion spontaneous ("pregnancy (termination) miscarriage"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy post essure/ allergic or hypersensitivity reaction type: metal"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2019, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("leg pain"), back pain ("lower back pain"), hydrosalpinx ("hydrosalpinx") and swelling ("swelling") and was found to have a pregnancy with contraceptive device ("pregnancy (termination) miscarriage"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, allergy to metals, premenstrual dysphoric disorder, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, migraine, dyspareunia, fatigue, abdominal pain lower, pain in extremity, back pain, abortion spontaneous, hydrosalpinx, swelling and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hydrosalpinx, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, swelling, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: treating physician recommended removal. 2005 - child had a brain hemorrhage at birth 2011 - both baby and I stopped breathing and had to be revived. Discrepancy noted in essure insertion date: (B)(6) 2011 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of product technical complaint. Event pregnancy with contraceptive added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 1, live birth ((B)(6) 2004, (B)(6) 2008, (B)(6) 2009, (B)(6) 2011, (B)(6) 2005) and cholecystectomy. Essure confirmation test conducted: unknown. Previously administered products included for an unreported indication: yasmin. Concurrent conditions included vomiting, diarrhea, fever and anorexia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced premenstrual dysphoric disorder ("hormonal changes describe: pmdd"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced abortion spontaneous ("pregnancy (termination) miscarriage"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy post essure/ allergic or hypersensitivity reaction type: metal"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). In january 2019, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("leg pain"), back pain ("lower back pain"), hydrosalpinx ("hydrosalpinx") and swelling ("swelling"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, allergy to metals, premenstrual dysphoric disorder, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, migraine, dyspareunia, fatigue, abdominal pain lower, pain in extremity, back pain, abortion spontaneous, hydrosalpinx and swelling outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hydrosalpinx, migraine, pain in extremity, pelvic pain, premenstrual dysphoric disorder, swelling, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: treating physician recommended removal. 2005 - child had a brain hemorrhage at birth. 2011 - both baby and I stopped breathing and had to be revived. Discrepancy noted in essure insertion date: (B)(6) 2011. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case became serious incident as removal was done. Reporter, medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.